Event description:
Pt was given lasix and then large puddle of urine noted beneath the bag. A hole was noted in seam where chamber "racetrack" meets the bag. The foley was removed and replaced with a condom catheter. The spine was intact and in proper position upon visualization. Beneath the bag.